Event description:
The lead was explanted and returned for evaluation with a question of whether the ring of the lead pin is aligned. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: lfj021350v distal conductor fractured; full lead returned.